Event description:
A (B)(6) female presented with right lateral chest melanoma excision and found to have axillary lymphadenopathy but ultrasound normal. Pt also appeared to have right breast firm grade IV capsular contracture. Pt initially declined treatment. Then returned. Diagnosed with alcl (B)(6) 2013.